Event description:
It was reported by the physician that following a heart catheterization a 6f angio-seal evolution was used to seal the arteriotomy. Excellent hemostasis was reported and the pt had no complaints or complications. Three days later the pt experienced nausea and abdominal pain. The pt was transfused the next day and later expired. Allegedly the pt expired secondary to a retroperitoneal hematoma. The pt was taking medications of lovenox.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply distal or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio seal device instructions for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.